Manufacturer narrative:
H3, h6: health effect - clinical code: updated. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a photocopied image of an explanted tibial baseplate lacking cement over approximately 1/3 of the ventral/inferior bone-contacting surface was provided. The lack of bone cement noted in the photo cannot be ruled out as a possible source of micro-motion and contributing to patient symptoms. The patient impact is determined to be the second revision ((B)(6) 2024) reportedly due to increased right knee pain since oct 2023, elevated inflammatory markers, and ¿instability¿¿ with gross aseptic ¿loosening of the tibial component, with a varus subsidence, and fracture of cement mantle¿. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis, injury and/or lifetime of the device. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, a patient underwent a journey bilateral knee replacement on (B)(6)2009 and suffered from pain since (B)(6)2023. On (B)(6)2024, an x-ray indicated loosening of the tibial component with varus subsidence and fracture of cement mantle. During (B)(6) 2024, the patient underwent aspirations. A revision surgery was performed in (B)(6) 2024, during which all component were extracted. This patient has a history of instability and underwent a previous revision surgery on (B)(6)2020 during which the insert was revised. Patient's current health status is unknown, further information has not been made available.